Event description:
Patient again complained that the device had moved down all the way to the middle of her breast tissue. The device moves all around and patient reported experiencing sporadic stimulation. Patient did not want the device off. Diagnostics was performed and lead impedance was in range. Patient underwent explant of the generator. The surgeon mentioned that the device did not migrate and that the patient wanted the device out while she is breastfeeding. Patient recently had a baby and is concerned that the stimulator will go off while she is breast-feeding. The patient was recommended to have the device disabled during the breastfeeding. Patient said that she continues to have what she calls "shocks "even after the device was turned off and requested explant. Patient underwent explant of the generator. The explanted generator has not been received to date.